Manufacturer narrative:
(Other, oil mist) conclusion: customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter.

Event description:
The affiliate reported a customer who had broken filter and the sterrad sterilization system emitted oil consequent oil mist. The filter has been changed and there were no adverse consequences.